Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported that the ventilator does not recognize that the battery is connected. The customer reported there was no patient involvement.